Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08365. It was reported, the patient suffered a previous fall. Subsequently, the patient began to experience intermittent over-stimulation throughout the body with stimulation on, however, only on contacts 1-8. Impedance readings tested within normal limits. X-rays revealed the lead is improperly seated in the ipg. Follow-up identified surgical intervention was undertaken on 06/17/2015 at which time the lead was reseated properly into the ipg. Postoperative stimulation was effective. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.